Manufacturer narrative:
Corrected data: d4 - serial number. Additional information: h4 - device manufacture date. Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems corporation (omsc), japan (returned to omsc on (B)(6) 2021). The evaluation at omsc found scratches on the monitor, a defect of the power switch and the foot switch, and it confirmed the occurrence of error e433. Furthermore, an output value abnormality was reported. Error message e433, which in the case at hand was caused by a defect of the generator board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Due to the defect of the generator board, it is not possible to perform a correct measurement of the output value, which is why this failure will in all likelihood be corrected by replacing the generator board. The occurrence of error e433 was attributed to component failure. The other defects found are most likely signs of use or normal aging and can thus be attributed to use-related wear and tear. There is no causal relationship to the reported error message. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf-generators; 510(k): k141225; product code: gei.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the electrosurgical generator esg-400 reportedly displayed error message e433. No further information was provided but there was no report about an adverse event or patient injury.